Event description:
It was reported that abnormal speed occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ burr was used to treat the target lesion. During the procedure, it was noted that the rotation speed was abnormal after connected with the burr catheter and advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The catheter unit was attached to a test advancer unit. No issue was noted during the connection of the catheter to the advancer unit. The complaint unit was wet tested and the device was able to reach an optimum speed of 177k rpm at 39 psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the operational speed was set under the standard scope and the rotational speed was not smooth.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).